Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of air in the patient line. The report was not confirmed due to lack of product sample. A batch review was not performed because, the lot number was unknown. Based on the information obtained from baxter's investigation, the root cause of the reported condition was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted global technical services requesting assistance with ending therapy on the home choice (hc) machine, during fill 1. The hp stated she saw air in her patient line and needed to end therapy and start over. The technical service representative (tsr) assisted the hp to cycle power to end therapy. There was no patient injury or medical intervention reported. No further information is available at this time.